Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire tip detachment occurred. A 180x25cm fathom -16 was selected to be used. During the procedure, it was noted that the tip of the device sheared off. The procedure was completed with another fathom wire. No patient complications reported.